Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during a stent implantation procedure in the middle of the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous due to a duodenal stricture and the target site had not been dilated prior to the procedure. The complainant reported that during preparation, outside the patient, the physician noted that the catheter was "split" and broken at the distal end. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: an endoscopic covered biliary stent delivery system was returned for analysis. A visual examination of the returned device component found the dark blue outer sheath was kinked and the valve body of the handle had fully detached from the outer sheath. Visual and microscopic examination found no issues with the profiles of the stent and holding sleeve. A pronounced bend was noted in the inner shaft and several kinks were found along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was indicated by the complainant that the top of the catheter was split. A review of the photo provided by the complainant of the issue confirmed that the complainant was referring to the stent cup. The split in the stent cup referred to by the customer is a design feature of the stent cup. A visual and microscopic examination found no issue with the profile of the stent cup, therefore the complaint as reported was not confirmed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallstent biliary stent was used during a stent implantation procedure in the middle of the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous due to a duodenal stricture and the target site had not been dilated prior to the procedure. The complainant reported that during preparation, outside the patient, the physician noted that the catheter was "split" and broken at the distal end. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.